Event description:
Consumer called and stated he broke the barbed connection off his oxygen concentrator and he took apart the front panel to connect his tube to the interior outlet. No report of injury.